Manufacturer narrative:
Follow up information was received on 17-oct-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and approximately 2 weeks following the implant started experiencing severe pelvic pain and abnormal heavy bleeding (interpreted as genital bleeding). She underwent a hysterectomy approximately 2 and half years after insertion. These events are listed in the reference safety information for essure. After essure insertion, pelvic pain and genital bleeding may occur. Given the nature of the reported events, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("abnormal heavy bleeding") in a 23-year-old female patient who had essure (batch no. B21583) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index decreased and lordosis since 2007. On (B)(6) 2013, the patient had essure inserted.in 2013, the patient experienced tooth disorder ("dental problems") and vaginal discharge ("vaginal discharge"). On (B)(6) 2013, 1 day after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping) / menstrual pain"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), weight increased ("weight gain") and spondylitis ("arthritis in back"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe cramping / severe abdominal pain"), dental caries ("tooth decay"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), back pain ("severe back pain"), migraine ("migraines"), fatigue ("fatigue / fatigue"), furuncle ("rashes or skin conditions type: boils on skin") and headache ("headaches"). On an unknown date, the patient experienced allergy to metals ("nickel allergy") and menstruation irregular ("irregular menstrual periods"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and weight increased had resolved, the abdominal pain, back pain and menstruation irregular had not resolved and the dental caries, dyspareunia, dysmenorrhoea, migraine, fatigue, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, furuncle, headache, tooth disorder, vaginal discharge and spondylitis outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, dental caries, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, furuncle, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, pelvic pain, spondylitis, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion surgery (other) type of surgery: diagnostic laparoscopy. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet was received. Events added from pfs- abnormal bleeding vaginal, abnormal bleeding menorrhagia, apareunia (inability to have sexual intercourse), boils on skin, headaches, dental problems, nickel allergy, arthritis in back, weight gain. Lot number, concomitant disease were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("abnormal heavy bleeding") in a 23-year-old female patient who had essure (batch no. B21583) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal delivery on (B)(6) 2011, vaginal spasm and gravida ii. Previously administered products included for an unreported indication: mirena. Concurrent conditions included body mass index normal, lordosis since 2007, ovarian cyst and endometriosis. In 2013, the patient experienced vaginal discharge ("vaginal discharge") and tooth disorder ("dental problems"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 1 day after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping) / menstrual pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), weight increased ("weight gain") and spondylitis ("arthritis in back"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe cramping / severe abdominal pain"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), back pain ("severe back pain"), migraine ("migraines"), fatigue ("fatigue / fatigue"), furuncle ("rashes or skin conditions type: boils on skin"), headache ("headaches") and dental caries ("tooth decay"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"), menstruation irregular ("irregular menstrual periods"), rash papular ("red bumps are around it"), hypersensitivity ("allergic reaction to the glue the use after surgery"), rash ("breaking out underneath tthe glue"), paraesthesia ("legs, feet & arms starts tingling"), hypoaesthesia ("legs, feet, arms & hands starts numb."), sexually transmitted disease ("every time I got to doctor they automatically think its an std"), endometriosis ("I found out I also have endometriosis as well"), ovarian cyst ("so surgery went very will took everything but ovaries. Got the big old cyst out."), micturition urgency ("I always feel like I need to go then I will sit there like 10 minutes then I finally go") and sleep paralysis ("sleep paralysis"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and weight increased had resolved, the abdominal pain, menstruation irregular and back pain had not resolved and the vaginal haemorrhage, menorrhagia, dyspareunia, dysmenorrhoea, allergy to metals, vaginal discharge, rash papular, hypersensitivity, rash, migraine, fatigue, female sexual dysfunction, furuncle, headache, tooth disorder, dental caries, spondylitis, paraesthesia, hypoaesthesia, sexually transmitted disease, endometriosis, ovarian cyst, micturition urgency and sleep paralysis outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, dental caries, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, furuncle, genital haemorrhage, headache, hypersensitivity, hypoaesthesia, menorrhagia, menstruation irregular, micturition urgency, migraine, ovarian cyst, paraesthesia, pelvic pain, rash, rash papular, sexually transmitted disease, sleep paralysis, spondylitis, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the first essure is inserted into the left os, it is seated and released. There are 2 coil left in the endometrial cavity. The second is inserted on the right, it is seated and released. There was 1 coil left in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion surgery (other) type of surgery: diagnostic laparoscopy. Pregnancy test-negative. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records confirming : dyspareunia, vaginal bleeding, dysmenorrhea, pelvic pain¿. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: parasthesia, hyposthesia, sexually transmitted disease, endometriosis, ovarian cyst , rash papular, micturation urgency & sleep paralysis most recent follow-up information incorporated above includes: on (B)(6) 2018: events parasthesia, hyposthesia, sexually transmitted disease, endometriosis, ovarian cyst , rash papular,micturation urgency & sleep paralysis was added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), genital haemorrhage ("abnormal heavy bleeding") and ovarian cystectomy ("so surgery went very will took everything but ovaries. Got the big old cyst out.") In a 23-year-old female patient who had essure (batch no. B21583) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal delivery on 6-nov-2011, vaginal spasm and gravida ii. Previously administered products included for an unreported indication: mirena. Concurrent conditions included body mass index normal, lordosis since 2007, ovarian cyst and endometriosis. In 2013, the patient experienced vaginal discharge ("vaginal discharge") and tooth disorder ("dental problems"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 1 day after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping) / menstrual pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), weight increased ("weight gain") and spondylitis ("arthritis in back"). In august 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe cramping / severe abdominal pain"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), back pain ("severe back pain"), migraine ("migraines"), fatigue ("fatigue / fatigue"), furuncle ("rashes or skin conditions type: boils on skin"), headache ("headaches") and dental caries ("tooth decay"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"), menstruation irregular ("irregular menstrual periods"), rash papular ("red bumps are around it"), dermatitis contact ("allergic reaction to the glue the use after surgery"), application site rash ("breaking out underneath tthe glue"), paraesthesia ("legs, feet & arms starts tingling"), hypoaesthesia ("legs, feet, arms & hands starts numb."), sexually transmitted disease ("every time I got to doctor they automatically think its an std"), endometriosis ("I found out I also have endometriosis as well"), ovarian cystectomy (seriousness criterion medically significant), micturition urgency ("I always feel like I need to go then I will sit there like 10 minuts then I finally go") and sleep paralysis ("sleep paralysis"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy). Essure was removed on 3-mar-2016. At the time of the report, the pelvic pain, genital haemorrhage and weight increased had resolved, the abdominal pain, menstruation irregular and back pain had not resolved and the vaginal haemorrhage, menorrhagia, dyspareunia, dysmenorrhoea, allergy to metals, vaginal discharge, rash papular, dermatitis contact, application site rash, migraine, fatigue, female sexual dysfunction, furuncle, headache, tooth disorder, dental caries, spondylitis, paraesthesia, hypoaesthesia, sexually transmitted disease, endometriosis, ovarian cystectomy, micturition urgency and sleep paralysis outcome was unknown. The reporter considered abdominal pain, allergy to metals, application site rash, back pain, dental caries, dermatitis contact, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, furuncle, genital haemorrhage, headache, hypoaesthesia, menorrhagia, menstruation irregular, micturition urgency, migraine, ovarian cystectomy, paraesthesia, pelvic pain, rash papular, sexually transmitted disease, sleep paralysis, spondylitis, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the first essure is inserted into the left os, it is seatred and released. There are 2 coil left in the endometrial cavity. The second is inserted on the right, it is seatred and released. There was 1 coil left in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on 15-nov-2013: total bilateral occlusion surgery (other) type of surgery: diagnostic laparoscopy. Pregnancy test-negative. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records confirming : dyspareunia, vaginal bleeding, dysmenorrhea, pelvic pain¿. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: parasthesia, hyposthesia, sexually transmitted disease, endometriosis, ovarian cyst , rash papular, micturiation urgency & sleep paralysis quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 07-sep-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 for permanent sterilization. In (B)(6) 2013 (approximately 2 weeks following the implant), the consumer started experiencing severe pelvic pain, abnormal heavy bleeding, severe cramping, severe abdominal pain, tooth decay, pain during intercourse, severe menstrual pain, severe back pain, migraines and fatigue. On (B)(6) 2016, hysterectomy was done. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and approximately 2 weeks following the implant started experiencing severe pelvic pain and abnormal heavy bleeding (interpreted as genital bleeding). She underwent a hysterectomy approximately 2 and half years after insertion. These events are listed in the reference safety information for essure. After essure insertion, pelvic pain and genital bleeding may occur. Given the nature of the reported events, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.